Event description:
Nurse came out of another room. Taking gloves and mask off the nurse noticed that patient's chest was not moving. She looked at the moniitor and it was reading a heart rate of 229.the nurse picked up the infant, he was limp in her arms. She put the infant down and called for help. Another nurse responded and read the heart rate on the moniitor as 214. The nurse checked for breath sound and heart rate resusscitation were begun with ambu bag. The other nurse hit the alarm for ICU, compressions were started. Nicu nurses respondend as well as the in-house anesthesiologist. Medication were administered as requested by the physician. CPR was stopped to check for a pulse. The monitor was reading a heart rate. Someone called out no auscultated heart beat. CPR was resumed. Attending physician called an end to the code and the patient was pronounced by the physcian. Following this the equipment was removed by bio-medical engineering. It was evaluated by the bio-medical engineering department and the manufacturer, the event could not be duplicateddevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer hardware performance tests conducted, computer software performance tests conducted, performance tests performed. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, invalid data. Invalid data - on device destroyed/disposed of status.